Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens was implanted successfully, and there is no indication of lens explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) came out of the injector before the last step was performed. Once the surgeon fully advanced the plunger (to the black solid line), the lens came out without the surgeon rotating the plunger. The iol was not damaged. The iol came over the iris, and the surgeon managed to implant it in the left eye. There was no incision enlargement, no suture and no vitrectomy. The patient is doing well. 1 day post-operative visual acuity: 20/20 vision; 10 days post-operative visual acuity: 20/20 vision. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the preloaded insertion system was received packaged in the original box. The plunger component was observed in the advanced position. The cartridge was observed correctly engaged into the lower body of the device. There is no assembly error detected on the returned unit. Visual inspection at 10x microscope magnification was performed. No viscoelastic was observed on the cartridge. The lens was not in the insertion device. The lens was implanted and therefore, not returned with the delivery system. The reported uncontrolled delivery could not be recreated since the device is a single use device. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.